Manufacturer narrative:
Film evaluation summary: the reported proximal type I endoleak was confirmed; however, the exact cause could not be determined from the single returned film. CT¿s prior to implant were not returned and a comprehensive analysis of the patient¿s anatomy could not be performed. Complete angiograms during implant, including images showing delivery system positioning, stent graft deployment, and removal of the delivery system were also not available for review. The single returned image revealed that the proximal neck was severely angulated, which most likely contributed to the proximal type I endoleak which occurred on the right/outer curvature of the angulated device. It is also possible that the angulated anatomy may have led to the initial inability to deploy the device. Images after implanting multiple coils which reportedly resolved the type ia endoleak were not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the emergency endovascular treatment of a ruptured 60 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the proximal body stent graft failed to deploy initially when the physician attempted to deploy it following the IFU. It was reported that the proximal end of the neck was twisted and the delivery system was also twisted and deformed after being guided to this part. The superhard guidewire body was then returned to the delivery chamber. It was reported that because the superhard guidewire was inside the delivery system there was concern that the deployed stent would not fit the vessel wall so the superhard guide wire was retracted before deploying the stent. The main stent graft was then deployed successfully, however a proximal type ia endoleak was observed. An ultrasound was performed on the proximal neck, and a number of coils were implanted as treatment, to isolate the proximal neck of the aneurysm. The event was resolved. The endurant limb stent graft was then successfully implanted to complete the procedure. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.